Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad trace. No button error alarm or frozen screen noted. No moisture damage was found on the inside of the insulin pump. The device had cracked case at the display window corner, battery tube threads, reservoir tube, broken reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
The customer reported via phone call that they jumped into the swimming pool while pool while connected to the insulin pump. Customer reported receiving a button error alarm after. The customer's blood glucose was 39 mg/dl. Customer treated their blood glucose with juice. It was also reported none of the buttons were responsive on the insulin pump. Customer also reported fluid was present under the lcd display. The customer also stated the screen was frozen when they pressed the act button. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.